Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted, and re-implanted due to patient condition, and weight loss. The device had been impinging on the patient's shoulder, which worsened since the patient had lost weight. No additional adverse patient effects were reported. This device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted, and re-implanted due to patient condition, and weight loss. The device had been impinging on the patient's shoulder, which worsened since the patient had lost weight. No additional adverse patient effects were reported. Additional information: new information was received that this device was explanted and replaced due to an unknown reason. This device is not expected for return.